Manufacturer narrative:
(B)(4). The lot/batch was not provided; therefore, the manufacturing records could not be reviewed. Additional information: surgeon indicated the extra cost of operating time and reverse of ileostomy has to burden the patient.

Event description:
It was reported that during a sigmoidectomy procedure, during firing, the surgeon could not crush the washer (without a crushing sound) even when he tried his biggest effort. After struggling for a few minutes, he gave up and released the knob. At first, he found the lumen to be intact and he found the donut was complete. He then examined the anastomosis point by laparoscope and found the staple was malformed and cannot pass the leak test. He used suture to oversew the anastomosis point and had to do an ileostomy to prevent further leak.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what were the indications for surgery? It was a lap anterior colectomy, as incomplete firing found in anastomosis procedure, surgeon used suture to close the leak point and extra ileostomy was done. What is the surgeon¿s experience with the device? Surgeon is a multi brand user, most of the time he use eea31~80% of time, cdh29a use occasionally, e.g. A few times a year could you describe the condition of the tissue? The tissue was found with some incomplete closure staples at one side and several leak points were found after leak test. Did the patient receive any radiation or chemotherapy prior to the procedure? No what is the current patient status? Discharged after day 10 of surgery. Reverse of ileostomy is scheduled after 7-8 weeks of surgery.